Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that when she attempted to give a bolus shot, the keypad malfunctioned. Customer's blood glucose was 280 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that no unexpected number ramping or scrolling from keypad buttons noted. The insulin pump was received with intermittent button response due to corrosion on keypad traces. No button error alarms noted during testing. The device had cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the reservoir tube lip, and scratches on the reservoir tube window.